Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation; however no testing strips were returned. Functional and thermistor testing were performed, on the returned monitor, with passing results. Impedance curve analysis could not be performed since the customer's reported inr result could not be identified in the monitor memory. Retain strips tested on the returned monitor met accuracy criteria. A review of in-house testing for lot k370018 was performed and found that the lot meets criteria; no product deficiency was established for this lot. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer's complaint was not confirmed during in-house testing. A root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) reported a variance between inratio2 inr result and laboratory inr result. Results are as follows: patient 1: inratio2 inr: 3.8, laboratory inr: 1.6. Therapeutic range: unknown. Testing was performed one after the other. Reportedly, the strip guide of the monitor was sticky and difficult to insert test strips. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)